Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 388 mg/dl. Customer stated that this is a past event. Customer stated the alarm came up only during a bolus. Customer stated that she changed everything. Customer stated she does have items to return. Customer was advised that we will replace set and reservoir.